Event description:
On (B)(6) 2024 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 23/dec/2024 it was reported the patient's stoma was painful with increased drainage. On 27/dec/2024 it was reported the stoma was slightly pink and red and there was increased drainage that was purulent with an odor. Patient was prescribed oral antibiotic keflex. The amount of drainage is less now since taking the antibiotic and the event is improving.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.